Event description:
It was reported that the patient presented for a lead extraction due to low hv lead impedance, and pocket erosion was observed. System was explanted.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.